Event description:
Reporter noted system would not phaco after primed and tuned. Changed cassette with no improvement. Changed tip, handpiece and then the system to complete case. Surgeon thinks patient is ok.